Event description:
Additional information was received. The causes or contributing factors for the event were not identified.

Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (231783413). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline's delivery rod became stuck at the distal end of the phenom microcatheter and could not be withdrawn. The patient was undergoing aneurysm blood flow-diverting stent implantation surgery. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery with a diameter of 8 mm. It was reported that a blood flow-diverting stent implantation was performed for an aneurysm in the c6 segment of the internal carotid artery. After the microcatheter was positioned, a ped2-425-25 was successfully deployed. After stent deployment, the delivery rod was retrieved through the phenom 27 microcatheter; however, the delivery rod became stuck at the distal end of the microcatheter and could not be withdrawn. The system was removed entirely from the patient, and another microcatheter was used to continue the subsequent procedure. There was catheter resistance in the distal section. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H2/h6: the correct fdm/fdr/fdc codes were updated and applied. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.